Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) post pace on stored episodes. A follow up with the patient¿s healthcare provider yielded that the physician is aware of the twos. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.